Event description:
Complaint: no fluid was being delivered. Opened door to remove tubing and green led continued to flash and scroll. Happened in the care are of ICU. Date/time occurred: (B)(6) 2010, na for time. Nurse was setting up pump to use and pump would not turn off and hold button would not work. The volume to infuse wasn't changing. The biomedical technician removed battery and replaced pump displayed "repair pump". The pump was brand new and removed from service and returned to pump facility. No pt injury.

Manufacturer narrative:
Investigation eval: the "run" led is an issue bbraun medical inc. Is aware of in which the outlook es safety infusion system may halt infusion, but the "run" light emitting diode (led) on the display continues to advance as if the pump were infusing. The pump emits a backup alarm, but there are no visual indicators that the infusion has stopped. Bbraun has initiated CAPA (B)(4), which addresses this issue by upgrading the main processor board and the pump's main software. These upgrades eliminate the inability of the door processor "run" led to respond with adequate indication of pump functionality when the main processor malfunctions. The reporting facility reported no pt injury occurred as a result of the device malfunction. Please reference manufacturer's field correction # 1641965-08/24/11-001-c. Note: this medwatch is being filed retrospectively.